Event description:
It was reported that a twist occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter became wrapped around the guidewire. The catheter was removed from the patient and the procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual examination identified the catheter was twisted at the lap joint section and the sheath assembly was kinked. No other issues were identified during the product analysis.

Event description:
It was reported that a twist occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter became wrapped around the guidewire. The catheter was removed from the patient and the procedure was completed using another of the same device. There were no patient complications.